Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 551302, expiration date 08/31/2011). (B)(6).

Event description:
Caller states patient received results of 418 mg/dl and 374 mg/dl on inform system 1 and 173 mg/dl on inform system 2 within 10 minutes. Both systems used comfort curve test strips. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.